Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was feeling intermittent shocking sensations. Before contact the caller walked the patient through turning the ins down to 0v and off with the patient programmer. The patient was still feeling the shocking intermittently. The doctor stated that the specific instances the patient mentioned were they felt a shock just prior to the call to the doctor and when they were walking up their driveway 2 days prior to the report. The patient claimed they were going to have the device removed, but wanted verification that the shocking could not cause a cardiac event. Clinical summary was reviewed with the patient. The caller, who was the doctor, was going to follow-up with the patient. The caller indicated they would bring the patient in for an appointment the day of the report. The patient reported sudden shocking in their hip and buttock area and their right leg. Additional information was received from the manufacturer representative. It was reported that the patient was still experiencing undesirable shocking sensation when the therapy was off. It was discussed to check impedances, turning stimulation on and off to confirm whether the patient was feeling the sensation. The rep was planning to meet with the patient the day of the report. No further complications were reported or anticipated. [Omitted information from (B)(4): husband felt stim].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported they had the device off however they were still getting a feeling that she was locked and getting shocked. There were no further complications that have been reported as a result of this event.